Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to a broken lateral posterior condyle of the femoral component in a construct that included a proximal tibial prosthesis. The broken portion migrated away from the axle, spun around, and migrated back to the axle with the articulating surface on the underside.

Event description:
It was reported that the patient's right knee was revised due to a broken lateral posterior condyle of the femoral component in a construct that included a proximal tibial prosthesis. The broken portion migrated away from the axle, spun around, and migrated back to the axle with the articulating surface on the underside.

Manufacturer narrative:
Reported event: an event regarding fracture involving an unknown mrh femoral component was reported. The event was confirmed via clinician review of the provided medical records. . Method & results: device evaluation and results: no product was returned for evaluation however photographs were provided for review. Intraoperative photograph show the mrh construct with the condoyle broken/fractured from the femoral component. A photograph of the explanted devices confirm the event . A photograph of the fractured potion of the femoral component is also provided. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation related to pi including the product inquiry summary and 6 intra-operative photographs. The event description from the product inquiry summary states: it was reported that the patient's right knee was revised due to a broken lateral posterior condyle of the femoral component in a construct that included a proximal tibial prosthesis. The broken portion migrated away from the axle, spun around, and migrated back to the axle with the articulating surface on the underside. Rep confirmed that pictures can be provided, otherwise no further information will be released by the hospital or surgeon. Fracture of the posterior condyle of the femoral component in a revision rotating hinge tka is confirmed. The root cause of the prosthetic fracture cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: no product was returned for evaluation however photographs were provided for review. Intraoperative photograph show the mrh construct with the condoyle broken/fractured from the femoral component. A photograph of the explanted devices confirm the event . A photograph of the fractured potion of the femoral component is also provided. A review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation related to pi including the product inquiry summary and 6 intra-operative photographs. The event description from the product inquiry summary states: it was reported that the patient's right knee was revised due to a broken lateral posterior condyle of the femoral component in a construct that included a proximal tibial prosthesis. The broken portion migrated away from the axle, spun around, and migrated back to the axle with the articulating surface on the underside. Rep confirmed that pictures can be provided, otherwise no further information will be released by the hospital or surgeon. Fracture of the posterior condyle of the femoral component in a revision rotating hinge tka is confirmed. The root cause of the prosthetic fracture cannot be determined from this limited documentation. Further information such as device identification, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.